Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported) and ceftazidime injection (1gm, ongoing, route, frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.